Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent a paroxysmal atrial fibrillation ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium. There was a bleed back. It was reported that the valve of the vizigo sheath did not work properly, which contributed to the bleed back. The sheath was replaced and the procedure was completed without patient consequences. There was no physical damage on valve/hub that the medical staff could visibly see/confirm as the device was covered in blood. The medical staff could not confirm if the hemostasis valve (gasket) broke into two or more separate pieces or became detached from the sheath. No air entered the patient¿s body. The issue did not require percutaneous or surgical removal. Patient hemodynamics were not compromised due to bleeding. The bleed back was caught very early and the device was replaced, and as a result the medical staff was unsure of the exact amount of blood loss. However, it was confirmed that the blood loss was an insignificant amount. No medical intervention was required the sheath was switched out. Hemostatic valve leak is MDR-reportable.

Manufacturer narrative:
On 2-feb-2022, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 29-mar-2022, the product investigation was completed. It was reported that an unknown patient underwent a paroxysmal atrial fibrillation ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium. There was a bleed back. It was reported that the valve of the vizigo sheath did not work properly, which contributed to the bleed back. The sheath was replaced and the procedure was completed without patient consequences. Device evaluation details: visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside of the hub of the vizigo sheath. It was performed a microscopic examination of the hemostatic valve surface and showed evidence of stress marks on the outer diameter. The brim cap and the silicone ring were placed in the correct position and found in good condition. Due to the conditions of the hemostatic valve, an internal action was opened. A device history record was performed for the finished device 00001848 number, and no internal actions related to the complaint were found during the review. It should be noted that product failure is multifactorial. Based on the information currently available, a microscopic examination of the returned product indicates that the hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, the stress marks, and physical damage observed which suggest that excessive force was applied. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).